Event description:
The customer reported the system will not powerup. No pt injuries were reported.

Manufacturer narrative:
The ge service rep found the cmos was lost. He reset the cmos and system boots. He also found that the time was not updating while the system off, so he replaced the cpu battery. The rep completed all test and checks. System operates as intended.